Manufacturer narrative:
Further information was requested but not yet received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented via remote transmission, non-sustained ventricular oversensing episodes were noted. Upon review, it was noted that the implantable cardioverter defibrillator exhibited myopotential oversensing. In clinic testing to reproduce noise and programming changes were suggested.